Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to non-physiologic sensing and the lead's impedance has been out of range for approximately 4 months. It was also reported that the patient went to the emergency room after hearing a patient alert. High impedance was measured and noise was noted on the electrogram. The lead was capped and a new lead was placed. No further patient complications have been reported as a result of this event.